Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patients condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062910-002 is the international list number which meets the requirements of the similar product listed in model/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unknown date, patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement procedure. After an unspecified period of time, the patient experienced redness, swelling, pain and yellowish discharge at the stoma site. The patient was treated with antibiotic flucloxacillin for stoma site infection. Stoma remains sore, clean after shower and patient was concerned about the persisting discomfort particularly there was more of a prickling sensation when he was receiving duodopa. The patient was pleased that the symptoms of parkinson's disease are well controlled with the duodopa therapy.